Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) experienced an unexpected device behavior. It was reported that the charge time was 19.0 seconds when the device had a battery voltage of 2.72 volts. This is outside of product expectations at that battery voltage. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.